Event description:
It was reported that the doctor replaced the right poly due to wear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear and instability involving a duracon insert was reported. The wear on the device was confirmed. Device evaluation and results: the returned device showed signs of wear to the condylar bearing surfaces consistent with in-vivo service and was otherwise unremarkable. Material analysis found no evidence of manufacturing or material defects on the returned device. Medical records received and evaluation: clinician review of the provided records concluded "based upon the minimal information available for review there is no evidence that factors of faulty component, manufacturing, or materials were responsible for this clinical situation.¿ device history review could not be performed because the device associated with this event was not properly identified. The lot code was not legible on the returned device. Complaint history review could not be performed because the device associated with this event was not properly identified. The lot code was not legible on the returned device. Conclusions: no evidence of manufacturing or material defects on the returned device during the material analysis. A clinician review did no indicate any evidence of a device related issue.

Event description:
It was reported that the doctor replaced the right poly due to wear.